Manufacturer narrative:
The monopolar curved scissors instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. Although, the fragment was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the breakage to have occurred.

Event description:
It was reported via a user facility medwatch (B)(4): during da vinci robotic surgery (hysterectomy) the endo tip broke off inside the patient. The surgeon was able to retrieve the broken part. This item is re-useable up to 10 times (it was on the 5th use). The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. Intuitive surgical, inc. (Isi) has made follow up attempts to obtain additional information regarding the reported event, however, no additional information has been received as of date of this report.